Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 12jan2022 in the b.5. Field. No further follow-up is planned. Evaluation summary the father of a male patient reported that the "head" of the patient's humapen luxura hd device was broken. The patient experienced increased blood glucose. Investigation of the returned device (batch number 1508g05, manufactured august 2015) found the injection button was detached from the device and not returned. Tool marks on the dose knob indicate the damage occurred in the field. A functional assessment could not be performed. Malfunction confirmed. A missing injection button would have been detected in the end of line testing. The core user manual provides adequate care and storage instructions, instructs to not use the device if it appears broken or damaged, and to contact lilly or a healthcare provider for a replacement pen. In addition, the patient used the device for five years. The core instructions for use state the humapen luxura hd is designed to be used for up to three years after first use. There is evidence of improper use. The device damage occurred while in the field (not related to the manufacturing process). This may be relevant to the event of increased blood glucose. In addition,the patient used the device beyond its approved use life. It is unknown if this misuse is relevant to the complaint or the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4) this solicited case reported by a consumer, via a patient support program (psp), concerned a 11-year-old (at the time of initial report) male patient of unknown origin. Medical history and concomitant medication was not provided. The patient received insulin lispro (rdna origin) injections (humalog), from a cartridge, via a reusable device, humapen luxura half-dose (hd) device, 4 international units (iu) in morning, 4 iu at afternoon and 5 iu at night, thrice daily, subcutaneously, for treatment of diabetes, beginning in 2016. On an unknown date, while on insulin lispro, he experienced high blood sugar. The head of the patient's application pen (humapen luxura hd) was broken. The pen did not fall and hit. Pen broke in (B)(6) 2021 ((B)(4)/ lot number 1508g05). However he continued to use the drug. The dosing point is established while pressing the pen. On (B)(6) 2021, he was hospitalized due to high blood sugar and as of (B)(6) 2021, he had not been discharged. Further hospitalization details, information regarding corrective treatment and outcome of the event were not provided. Treatment status of insulin lispro was continued. The operator of suspect humapen luxura hd device and his/her training status was not provided. The model and suspect humapen luxura hd device duration of use was five years. The action taken with suspect humapen luxura hd device was not provided. The device was returned to manufacturer on 17nov2021. The reporting consumer did not provide relatedness for the event with insulin lispro drug and humapen luxura hd device. Update 19-nov-2021: additional information received on 17-nov-2021 from the responsible complaint person (rpc). Added lot numer of the suspect device. Updated narrative accordingly. Update 22nov2021: additional information received on 17nov2021 from the global product complaint database. Reiterated the lot number1508g05 for humapen luxura hd device for product complaint (B)(4) which was already present and correct in the case. Corresponding fields and narrative updated accordingly. Edit 30nov2021: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. Added UDI number. No new information added. Update12jan2022: additional information received on11jan2022 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information for the suspect humapen luxura hd (lot number 1508g05) device associated with product complaint (B)(4). The device malfunction was updated from unknown to yes. The device return status was updated to returned to manufacturer. The date of manufacture and date returned to manufacturer was updated. Corresponding fields and narrative updated accordingly. Edit 02feb2022: the case was unlocked for minor edit (unchecked product problem) in medwatch fields.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case reported by a consumer, via a patient support program (psp), concerned a (B)(6) (at the time of initial report) male patient of unknown origin. Medical history and concomitant medication was not provided. The patient received insulin lispro (rdna origin) injections (humalog), from a cartridge, via a reusable device, humapen luxura half-dose (hd) device, 4 international units (iu) in morning, 4 iu at afternoon and 5 iu at night, thrice daily, subcutaneously, for treatment of diabetes, beginning in 2016. On an unknown date, while on insulin lispro, he experienced high blood sugar. The head of the patient's application pen (humapen luxura hd) was broken. The pen did not fall and hit. Pen broke in (B)(6) 2021 ((B)(4)/ lot number 1508g05). However he continued to use the drug. The dosing point is established while pressing the pen. On (B)(6) 2021, he was hospitalized due to high blood sugar and as of (B)(6) 2021, he had not been discharged. Further hospitalization details, information regarding corrective treatment and outcome of the event were not provided. Treatment status of insulin lispro was continued. The operator of suspect humapen luxura hd device and his/her training status was not provided. The model and suspect humapen luxura hd device duration of use was five years. The action taken with suspect humapen luxura hd device was not provided and its return was not expected. The reporting consumer did not provide relatedness for the event with insulin lispro drug and humapen luxura hd device. Update 19-nov-2021: additional information received on 17-nov-2021 from the responsible complaint person (rpc). Added lot number of the suspect device. Updated narrative accordingly. Update 22nov2021: additional information received on 17nov2021 from the global product complaint database. Reiterated the lot number 1508g05 for humapen luxura hd device for product complaint (B)(4) which was already present and correct in the case. Corresponding fields and narrative updated accordingly. Edit 30nov2021: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. Added UDI number. No new information added.